Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off due to tape is getting bad as days pass by and which led to bleeding event on (B)(6) 2026.